Event description:
During a procedure to remove the leads from a trial pt, one of the leads was reported to have broke off. The physician started to remove the lead and met with resistance. He continued to pull on the lead and noticed that it had fractured between contacts 6 and 7. X-rays were taken and confirmed that the remaining portion of the lead remained in the pt. No further action was taken by the physician. Further info was requested.

Manufacturer narrative:
(B) (4).